Event description:
Information was received from multiple sources including a healthcare provider (hcp) and a patient via a manufacturer's representative (rep) regarding a patient with saline in their implantable infusion pump for unknown indications for use. It was reported that there was fluid build-up in the pump pocket. The patient had not had their pump filled yet for the first time after implant, and the pump was still filled with saline. It was unknown if there were any environmental, external, or patient factors related to this event. The patient was taken to the operating room (or) for exploratory surgery, and the hcp decided to explant and reimplant given the possibility of infection. The hcp reported possible cerebrospinal fluid (csf) leak versus infection. The hcp decided to replace the pump and catheter and do a complete washout. The hcp also sealed off previous catheter access. The issue was resolved at the time of the report and the hcp has no further information.

Manufacturer narrative:
Continuation of d10: product ID 8780. Serial# (B)(6). Implanted: (B)(6) 2026. Explanted: (B)(6) 2026. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 09-mar-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.